Event description:
It was reported the pt had the pump removed due to infection. No other info was provided at the time of this report. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
See scanned page.